Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device lot number and catalog number not provided/unknown. Device not returned.

Event description:
It was reported that the internal threads of an unknown omnilock (biomet) implant was damaged.

Manufacturer narrative:
Additional information received on sep 12, 2019 identified that an unknown healing abutment had fractured inside the implant. The fractured screw portion was removed from the implant. The implant did not cause or contribute to the event and the damaged threading was most likely caused by the screw removal process. Therefore, the event for the damaged implant threading no longer meets reportability requirements. No further medwatch reports will be submitted for the implant.

Event description:
It was reported that the internal threading of the implant was damaged. A zimmer healing abutment fractured inside the implant. The fractured screw portion was removed from the implant.